Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis as her basal rates were cut off. Customer's blood glucose value was unknown. Customer also reported sensor issues. The device will not be returned for analysis.